Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard console (sn (B)(6)) displayed a tcmid: 02 (ce danfoss error) error message. However, upon return of the console to the zoll service depot, the observed error was not duplicated during the functional testing. The console passed the initial functional testing without any issues. However, upon further testing of the console, the cooling engine (ce) compressor motor winding was found leaking current and degraded. The root cause for the observed issue was due to defective cooling engine, as a result of normal wear and tear of the console. The thermogard console was manufactured in 2012 and is almost 8 years old, well beyond its expected serviceable life of 5 years. The defective cooling engine (ce) needs to be replaced to address the tcmid:02 issue. As part of routine service during testing, the console was examined and a front cover and top lid bumpers were noted damaged and the cold well gasket was degraded. This type of physical damages found during the visual inspection is characteristic of the user mishandling. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with sn (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Preventive maintenance for the thermogard console (sn (B)(4)) was performed at the customer's site and during testing, tcmid: 02 (ce danfoss error) error message was reported. No patient involvement.